Manufacturer narrative:
Investigation was performed on the description of the event by the customer. No service report or log files were available for analysis. Based on the given information there was no root cause analysis of the reported event possible. According to the information about the displayed "insert boot media" it is likely that the solid state disc (ssd) of the cockpit is malfunctioning and needs to be replaced. If the hard disk is not accessible for the microprocessor system, the safety software initializes a warm start of the cockpit infinity c500. If the hard disk is not accessible even during the warm start, the cockpit's boot process can not be completed. A corresponding error message is displayed on the black screen and the acoustic auxiliary alarm is activated after 45 seconds at the latest. Failure of the ssd of the cockpit has no impact on the ventilation. However, based on the available information it is not possible to exclude a reboot of ventilation unit. In case the device detects an internal failure concerning the ventilator, a restart of the ventilation unit will be triggered with accompanying alarm. The restart sequence lasts for a maximum of 8 seconds. During that time the emergency-breathing valve remains open to ambient allowing for spontaneous breathing. After successful restart the ventilation will be automatically resumed and continued with the latest settings. Failures of the solid state disk are monitored and found to be within the accepted range. The results of the investigation did not reveal any new risks which are not covered by the product risk management file. H3 other text : device not available for investigation.

Event description:
It was reported the vn500 rebooted and stopped ventilating the patient. Where the unit booted back it registered a "insert boot media." The unit was swapped out. There was no patient injury reported.

Event description:
It was reported the vn500 rebooted and stopped ventilating the patient. Where the unit booted back it it registered a "insert boot media." The unit was swapped out. There was no patient injury reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.